Manufacturer narrative:
(B)(4). Concomitant products: unknown cup, unknown liner, unknown head, unknown stem. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of an inserter was discovered to be fractured during surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. A stem inserter was returned for review. As returned, the blue plastic sleeve is missing. The device exhibits wear & tear. The device history records and supplier history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.